Event description:
This device fell out of the pocket. The patient claimed that he saw part of the device through the incision on (B)(6) 2018, and it came out on (B)(6) 2018. Its unclear how the sutures broke or fell out; the patient said he was unaware of their status prior to the device falling out.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.